Event description:
Pharmacy reported an over infusion of vancomycin using a 6060 sabratek pump and 2m9859 pump set. Dose was 1 gm q 12 hrs with 89 ml per dose. Total drug was 6 grams over 3 days. Total volume was delivered over 8 hrs. Fifteen - (15) hrs post event pts blood level was 18.7. Range should be 5.0 to 15.0. No medical interaction and no adverse affects were reported. Pharmacy stated pts next dose of vancomycin would be held till blood level decreases. Pharmacy reported administration set not available. Writer requested pump to be returned to round lake pal for evaluation and data log review. Pt had reported several down occlusion alarms. Pharmacy reported pump had been returned to them on 01/oct/04 following service and was sent out to pt in 2004.

Manufacturer narrative:
Device has been received and a follow up report will be submitted upon completion of evaluation.